Event description:
It was reported that faradrive steerable sheath clear was selected for farapulse procedure. During the procedure when attempt was made to aspirate the sheath the air was noted on the flush line of the sheath. Physician ensured that there is no risk of air going out to the end of the sheath. The procedure was competed successfully using same device. No patient complication were reported. The sheath has been received for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of the internal and external valves. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'

Event description:
It was reported that faradrive steerable sheath clear was selected for farapulse procedure. During the procedure when attempt was made to aspirate the sheath the air was noted on the flush line of the sheath. Physician ensured that there is no risk of air going out to the end of the sheath. The procedure was competed successfully using same device. No patient complication were reported. The sheath has been received for analysis.